Event description:
It was reported that patient went into renal failure post-procedure and had to be taken to the hospital. An angiojet zelantedvt was selected for use in a thrombectomy procedure. The device was successfully used during the procedure without any complications. Post procedure, it was noted that the patient's creatinine level which was highly elevated and went into renal failure. The patient was taken to the hospital for further treatment and evaluation.

Manufacturer narrative:
D2b - pro code (product code): dxe, kra. Detailed product, event and patient information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.